Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a family member regarding a patient who was implanted with a neurostimulator. It was reported that the patient was implanted with deep brain stimulation (dbs) on (B)(6) 2017, and during the surgery, the health care provider (hcp) found that the "extended wire resistance was abnormal" so the device was replaced with a new wire; the implantable neurostimulator (ins) was noted. It was also noted that the cause and what troubleshooting was performed related to the event were unknown. No symptoms were reported. No further complications were reported/anticipated.